Event description:
It was reported to nuvectra that during implant of a trial lead, the stylet protruded through the distal end of the lead where the lead tip became dislodged. The lead was replaced and no patient harm was reported.